Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed positive alinity I havab igg results when processing on the alinity I processing module. ID (B)(6) (female, 38 years old) result 2.23 s/co positive, repeated result 0.37 s/co non-reactive. ID (B)(6) (male, 61 years old) - first result: 1.22 s/co reactive, repetition: 0.66 s/co nonreactive. ID (B)(6) (male, 26 years old) - first result: 1.83 s/co reactive, repetition: 0.71 s/co nonreactive. ID (B)(6) (male, 10 months) - first result: 1.75 s/co reactive, repetition: 0.42 s/co nonreactive. ID (B)(6) (female, 25 years old) - first result: 1.66 s/co reactive, repetition: 0.89 s/co nonreactive. ID (B)(6) (male, 27 years old) - first result: 1.36 s/co reactive, repetition: 0.68 s/co nonreactive. ID (B)(6) (female, 23 years old) - first result: 2.39 s/co reactive, repetition: 0.78 s/co nonreactive. ID (B)(6) (male, 23 years old) - first result: 5.52 s/co reactive, repetition: 0.47 s/co nonreactive. ID (B)(6) (female, 16 years old) - first result: 2.52 s/co reactive, repetition: 0.14 s/co nonreactive. No impact to patient management was reported.